Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿materials of construction are not biocompatible, stiffness of the product". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿bardex® lubri-sil® i.c. All-silicone foley catheter infection control all-silicone foley catheter (latex free) warning: do not use ointments or ointments on the catheter or lubricants having petrolatum based lubricants. They will damage the silicone and may make the balloon burst. Warning: after use, this product may pose a risk biological potential. Handle and dispose in accordance with laws and applicable local, state and federal regulations. Caution: federal law (us) restricts this device to sale by physicians. Or by optional prescription. Caution: do not aspirate urine through the wall of the drain funnel. Storage: store catheters at room temperature, away from direct exposure to light, preferably in the original box. Note: aggressive traction is not recommended, particularly in the presence of sutures, for 100% silicone foley catheters. Sterile unless the package is opened or damaged. Exclusive use for a single patient. Do not reuse. Do not resterilize. For urological use only. Valve type: use a luer-slip type syringe. Do not use needle. Catheters should be replaced according to the guidelines of the cdc "guideline for the prevention of associated urinary tract infections to catheters". At the appearance or first signs of a urinary tract infection, catheter encrustation or any other catheter-related adverse effect, the catheter should be replaced. To deflate the catheter balloon: gently insert a syringe into the catheter valve. Never use more force than necessary to make the syringe "stick" to the valve. If you notice that the deflation is slow or absent, carefully reinsert the syringe. Let the balloon deflate slowly on its own only. Do not manually vacuum or accelerate balloon deflation. If hospital protocol allows it, can cut the valve arm. If this fails, contact an appropriately trained professional for help, as directed by hospital protocol. Should balloon rupture, care must be taken to ensure that all fragments of the patient's balloon. Visually inspect the product for imperfections or surface deterioration before use. Recommended inflation capacities. 5 cc balloon: use 10 cc of sterile water 30cc balloon: use 35cc sterilized water do not exceed recommended capacities. Utis represent the 40% of infections nosocomial. In vitro tests of bacterial adhesion show that lubri- sil i.c. The coating of the foley catheter reduces the accession of the bacteria most commonly associated with infections nosocomial uti¿. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient had urinary tract infection due the foley catheter. It was unknown what medical intervention was reported for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿materials of construction are not biocompatible, stiffness of the product". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿bardex lubri-sil i.c. All-silicone foley catheter infection control all-silicone foley catheter (latex free) warning: do not use ointments or ointments on the catheter or lubricants having petrolatum based lubricants. They will damage the silicone and may make the balloon burst. Warning: after use, this product may pose a risk biological potential. Handle and dispose in accordance with laws and applicable local, state and federal regulations. Caution: federal law (us) restricts this device to sale by physicians. Or by optional prescription. Caution: do not aspirate urine through the wall of the drain funnel. Storage: store catheters at room temperature, away from direct exposure to light, preferably in the original box. Note: aggressive traction is not recommended, particularly in the presence of sutures, for 100 percentage silicone foley catheters. Sterile unless the package is opened or damaged. Exclusive use for a single patient. Do not reuse. Do not resterilize. For urological use only. Valve type: use a luer-slip type syringe. Do not use needle. Catheters should be replaced according to the guidelines of the cdc "guideline for the prevention of associated urinary tract infections to catheters". At the appearance or first signs of a urinary tract infection, catheter encrustation or any other catheter-related adverse effect, the catheter should be replaced. To deflate the catheter balloon: gently insert a syringe into the catheter valve. Never use more force than necessary to make the syringe "stick" to the valve. If you notice that the deflation is slow or absent, carefully reinsert the syringe. Let the balloon deflate slowly on its own only. Do not manually vacuum or accelerate balloon deflation. If hospital protocol allows it, can cut the valve arm. If this fails, contact an appropriately trained professional for help, as directed by hospital protocol. Should balloon rupture, care must be taken to ensure that all fragments of the patient's balloon. Visually inspect the product for imperfections or surface deterioration before use. Recommended inflation capacities. 5 cc balloon: use 10 cc of sterile water 30cc balloon: use 35cc sterilized water do not exceed recommended capacities. Utis represent the 40 percentage of infections nosocomial. In vitro tests of bacterial adhesion show that lubri- sil i.c. The coating of the foley catheter reduces the accession of the bacteria most commonly associated with infections nosocomial uti¿. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had urinary tract infection due the foley catheter. Per customer via phone on (B)(6) 2024, it was reported that the balloon deflated when they were using the catheter. The customer was unsure if they did something wrong or if the catheter was defective. The customer disclosed that they did not have other medical issues and so they went to the hospital to seek medical attention and was issued a new catheter. Per customer follow up received on (B)(6) 2024, customer was prescribed antibiotics for their uti.

Event description:
It was reported that patient had urinary tract infection due the foley catheter. It was unknown what medical intervention was reported for urinary tract infection. Per customer via phone on (B)(6) 2024 it was reported that the balloon deflated when they were using the catheter. The customer was unsure if they did something wrong of if the catheter was defective. The customer disclosed that they did not have other medical issues and so they went to the hospital to seek medical attention and was issued a new catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿materials of construction are not biocompatible, stiffness of the product". The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petroleum base. They will damage latex and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local state, and federal laws and regulations. Caution: federal (u.s.a) law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: user luer slip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gently aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this falls, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that the balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities." Correction: b h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.